Event description:
Customer reported a low blood glucose event. The paramedics were called. Customer stated that she felt like she was going to pass out. The blood glucose reading is 56 mg/dl. Customer has treated low with two glasses of orange juice. The blood glucose reading is 121 mg/dl. The paramedics was on the scene, the current blood glucose is 145 mg/dl. Customer stated that the paramedics did not treat her. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.